Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left antertior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. : the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left antertior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.